Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified lesion in the moderately tortuous proximal left anterior descending (lad) artery. A 2.0x20mm trek balloon dilatation catheter (bdc), a 2.5x12mm nc trek bdc, and a 2.25x12mm non-abbott bdc were used to dilatate the lesion; however, the lesion still required additional dilatation. The 2.0x20mm trek bdc was advanced to the lesion; however, the balloon ruptured at 14 atmospheres (atm). The procedure was completed at this time, and the patient will return at a later date for additional treatment of the heavily calcified lesion. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.